Manufacturer narrative:
Img (annex g) component and fdd (annex a) device codes updated for the following product : product ID neu_unknown_lead ; serial# unknown ; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received on 20august2024, patient (pt) met healthcare provider (hcp) on (B)(6) 2024. Pt stated that ''hcp tried to fix it but its the wires in my back and they decide after 2 and half hours of trying I will need surgery."

Manufacturer narrative:
H11 updated with new information. Section d information references the main component of the system. Other relevant device(s) are: h6 updated for the following product : product ID neu_unknown_lead ; serial# unknown ; product type lead. Already product ID: 97745, serial#: (B)(6), UDI#: (B)(4), product type programmer was included in this event and evaluation was submitted prior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following with representative to understand if there's any issue related to wiring/leads, they stated "yes, it was determined that the leads need to be replaced. The issue was identified as the patient still experienced challenges after having the ipg replaced with ¿feeling any stimulation¿ and being unable to achieve the desired settings. This led to the conclusion that the (leads) was the underlying cause, necessitating surgical intervention". When asked about the resolution planned with the scheduled surgery and the type of surgery, representative stated, "the planned resolution involved ipg replacement surgery not the leads, which was scheduled (B)(6) 2024. This intervention was expected to address the issues with therapy delivery and restore functionality to meet the patient¿s needs nevertheless the issue is the leads and surgery has not been scheduled as auth is still pending". The above provided information has been confirmed with the physician¿s office.

Manufacturer narrative:
Additional annex f codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: 6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial#: (B)(6), UDI#: (B)(4), product type programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated they were trying to charge the implantable neurostimulator (ins) today, and all of a sudden, the top number on the controller (controller battery) said the battery was low and went from 100% to nothing in a 5¿10-minute period. Pt said they tried resetting controller, but that did not resolve the issue. Pt then said they had some trouble with the controller starting about 2 weeks ago and the back kept falling off, so they had to tape the back closed. Pt inspected controller battery compartment and battery pack but did not see any damage. Pt plugged controller in to ac power supply without li battery and reported the screen did not turn on, green light was on ac power supply. The issue was not resolved. A replacement controller was sent out. Per information received on 12july2024, pt states they got the controller and still states battery empty charge controller. Pt states they tried different outlets and still will not charge. A replacement battery pack and ac power supply was sent out. Pt called back on (B)(6) 2024 stating the battery does not fit and could not get it to turn on. Agent reviewed to use dummy remote cover and once this was attempted the pt was able to get this to fit and agent walked pt through charging ins and had to walk through passive charge mode and pt was able to start charging. Pt was seeing excellent. Pt will call if further questions arise. Pt mentioned not having stimulation over the weekend. Pt called back on (B)(6) 2024, stating they needed help turning stim on. Pt used the equipment on the call and confirmed stim was on. Pt then explained they did not feel stim and when trying to increase the controller showed 'settings not available, could not provide desired settings'. Pt did not have any falls/no trauma. Reviewed the meaning of the message. Redirected to healthcare provider (hcp). On (B)(6) 2024 pt called back to see whether someone can come and meet to check the ins. Pt states they have sent equipment and still was not helping them. Pt states they do not have an appt but was hoping someone can call them. Agent sent email to the manufacturer representative (rep). Pt called back on (B)(6) 2024 repeating issues from this case. The pt stated they have replacement controller and battery pack from this case, but it would not proceed to turn on, would not find the implant, and they could not "program it". Pt stated they need a rep to see them because if they had stimulation, that would help with their pain. Pt stated they are trying to stay off high-powered medication. Pt confirmed they were still seeing settings not available message, agent reviewed information. Pt stated they also called their hcp, but they did not know how to help either. Agent had pt initiate implant charge but saw no device found. Pt pressed recharge and successfully advanced to the normal batteries screen. At first pt saw controller 90% and implant in red recharging with no quality and an orange light. Pt tried again, repositioned, and got to recharging excellent. Agent reviewed pt will need to let implant charge some before turning stimulation back on. Pt was redirected to hcp to further address settings not available and possible reprogramming.

Event description:
Upon following with the patient on "whether the surgery has been planned or scheduled. If so, could you please state when it is been planned or scheduled?". Patient stated that surgery is planned for (B)(6) 2024.

Manufacturer narrative:
H3: the device controller 97745, serial number (B)(6) was returned for product analysis. Analysis found lcd/case was broken/damaged and not available. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.